Event description:
Arjo was notified of the event involving the concerto shower trolley. It was indicated that during the patient's hygiene, the caregiver turned the patient onto their left side. The patient placed the hand on the side support, which failed to support the load and opened, causing the patient to fall. As a consequence, the resident sustained scalp injuries with blood loss in the left hemisphere and a fracture of the pelvis on the right side.